Event description:
Allegedly on (B)(6) 2008, primary surgery was performed. After 5 years, the surgeon found any pseudotumor by echographic examination when the patient received the routine medical checkup. But the patient didn't have any pain. So revision surgery was performed at (B)(6) 2013. As the observation of diseased site, head-neck junction changed to black. Medium activity level.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-02616, 02615, 02618.